Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Upon visual inspection, it was noted that the anchor of the device was missing. It was also noted that the screw was broken. The method used to prepare the bone as well as the bone quality encountered were not provided. The cause of this remains undetermined.

Event description:
It was reported that during a shoulder arthroscopy the implant could not be anchored. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. During returned device evaluation, a reportable malfunction was discovered.